Manufacturer narrative:
Event date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that the device helped at first but did not anymore. The patient stated that they were going to the bathroom ¿non-stop¿ and they could not make it ot the bathroom at night. The patient reported they tried to sync with the ins but the communicator battery was low/dead so they could not connect. The patient reported they would charge, connect to the stimulator and increase the stimulation. The patient called again on (B)(6) 2020 and reported that they only experienced the loss of therapeutic effect after they fell and hit their ins site. The patient requested assistance using their handset/communicator and patient and technical services reviewed use. When the patient connected to the ins they encountered the message that ¿internal device data is lost¿. The patient was redirected to follow up with their managing health care professional (hcp). No further complications were reported at this time.